Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggest that 94ml of morphine and midazolam was set to infuse at a rate of 4.3 ml/hr, however approximately 12 hours later the volume to be infused was only 4 ml. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The report suggest that 94ml of morphine and midazolam was set to infuse at a rate of 4.3 ml/hr, however approximately 12 hours later the volume to be infused was only 4 ml. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report that 94ml of morphine and midazolam was set to infuse at a rate of 4.3 ml/hr, however approximately 12 hours later the volume to be infused was only 4 ml..was not confirmed. Pcu event log showed that the pump infused as intended / programmed. An internal inspection of the pcu and pump module did not identify any fluid ingress, damage or deficiencies. Functional testing was performed, no failure was observed and all results were within specification. The root cause of the customer¿s experience was not identified.